Event description:
It was reported via repair work order that the fowler could not be operated due to missing crank handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.